Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Insulin pump passed the self test, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test however, the pump was received with high sleep current due to high resistance on the internal battery connector. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within spec range. The pump was also received with the end cap address label faded. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert detected. Customer reported that the low battery alert occurred prior to replace battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.